Event description:
Female underwent left heart cath. She was given heparin bolus, but the drug was ineffective. We were not able to get the therapeutic act. Dates of use: 2008. Diagnosis or reason for use: right heart cath.